Manufacturer narrative:
The reported condition of failure code 715 was confirmed but could not be duplicated. No repair was needed for the reported condition. (B)(4).

Event description:
On november 2, 2009, the facility's biomedical engineer reported to baxter global technical services that on (B)(6) 2009, one colleague cx triple channel volumetric infusion pump in which failure code 715 occurred. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. Additional information was obtained from the customer on december 15, 2009: rn reports she pressed the volume button on the IV pump when infusing on the baby and the pump went into failure mode; was then removed from service. The tubing was removed, and stopped pump. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.